Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Were they able to visualize the anastomosis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a lap anterior resection with hcp on (B)(6) 2025. Patient had an anastomosis leak post-op. Patient further underwent an hartmann's procedure due to the anastomotic leak on (B)(6) 2025. Hcp suspects that it could be due to a mechanical failure of the circular stapler (cdh29p). Air test was done after anastomosis and no leaks were identified intra-op. The patient has to have a stoma.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2026. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? Ans: yes, leak test was performed (air leak test) ¿ test was positive and no leak was observed intraoperatively but it was observed only post-operatively was the staple line visualized endoscopically during the initial surgical procedure? Ans: no. How many days postoperative did the leak occur? Ans: 2 days. How was the leak identified? Ans: I am not sure how the leak was identified. What was observed at the site of the leak upon reoperation? Ans: observation was not made. How was the leak addressed? Ans: a hartmann¿s procedure was done to the patient. Were there any issues experienced with the device in the initial surgical procedure? Ans: no issues were shown during the use of the device. It functioned normally without any issues. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Ans: surgeon mentioned that there can be other factors such as patient tissue condition but she also mentioned that if it is a leak in 2 days it is very likely caused by a mechanical failure (staple leak). Were they able to visualize the anastomosis? Ans: no additional visualization of anastomosis.